Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on how to press the button effectively and assisted in removing the pump from its case, but the issue persisted. As a resolution, a replacement pump was issued, and the customer reverted to an alternate method of insulin therapy.